Event description:
Pain from thigh to calf [pain in extremity]. Swelling from the thigh to the calf [oedema peripheral]. Removed 40cc of fluid [joint effusion]. Case description: an spontaneous report was received on (B)(6) 2010 from a (B)(6), female, pt, with a history of osteoarthritis of the knee, initials (B)(6), who experienced pain and swelling from thigh to calf in the left leg and had a knee effusion in the left leg after treatment with synvisc. The pt received synvisc 18 months prior to the current series. In the current series, the pt received three injections of synvisc in the left knee on (B)(6) 2010 respectively. The pt stated that with each injection of the series of synvisc, she experienced pain and swelling from her thigh to her calf of increasing severity after each injection. The pt also stated that with each time she went to the physician's office for a repeat injection she still had pain and swelling from the previous injection. According to the pt, when she presented to the hcp's office for the second injection, the hcp removed 40cc of fluid and gave her an steroid injection prior to giving the second synvisc injection. The pt is currently using ice and rest to alleviate the pain and swelling. The pt took ibuprofen 2400mg daily until (B)(6) 2010 (start date for this medication not provided) and is now on celebrex 200mg twice daily. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.